Manufacturer narrative:
No sample received, no lot number provided, no photo provided. Without the sample or lot number hollister is unable to perform a full investigation regarding the report upper lip injury. Trend analysis conducted for the reported issue and no adverse trend observed. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated. The IFU states to discontinue the device if redness or skin irritation occurs. It was reported that redness was observed 3 days before the device use was discontinued. The account denied the need for additional education.

Event description:
It was reported that the anchor fast was in place on a patient for 2 weeks. When the device was removed from the patient, under the upper lip foam, a hole was visible through the patient's upper lip so that the front teeth could be seen. The hole was left center approximately 1 cm long. Three days before the device was removed, redness was observed on the patient's upper lip but the device remained in use. The patient was seen by plastic surgery and the upper lip was repaired. The patient's upper lip continues to heal.